Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was not working. The emitter was replaced. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for analysis. Analysis found that all ports were tracking normally on both lemo connections. The unit was left connected to a test system for 17 hours and no issues were detected as tracking remained consistent throughout the duration of the test. The reported issue was unable to be confirmed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the case, the site's emitter was intermittently working. The instruments were recognized in the ports on the axiem, but not being picked up by the emitter. The medtronic representative had the site adjust the emitter, the instruments were reseated into the axiem and all metal was removed from the field. The surgery was completed with navigation and there was no impact on patient outcome.